Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The reported event most likely inferred to have occurred through one of the following mechanisms. -contact with a surgical instrument 1. During output in seal & cut mode, the probe came in contact with metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke off when added load. -contact with non-insulated area of grasping section 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke off when added load. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a tip breakage, involving an olympus thunderbeat. The issue was found during a therapeutic unspecified procedure. There was no patient injury reported.